Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery tests and displacement tests. The pump was programmed with the correct time/date. Then, inserted a water test reservoir with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus delivery anomalies were noted. The pump had minor scratches on the lcd window, a scratched case, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with the pump. Customer's blood glucose value was 200 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles. The product was returned for analysis.